Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). On (B)(4) 2013, follow up information was received pertaining to this event. It was reported that the patient had their catheter removed and therapy was withdrawn. On a later date, the patient underwent surgery for gall stone removal. The patient's heart rate increased and it was later found that the patient's gallbladder was ruptured. The patient was move into ICU and their blood pressure continued to drop as their heart rate increased. Eventually, the patient was removed from life support, after which they were unable to breathe on their own. The patient passed away from natural causes. The patient was recovering from the ruptured gallbladder when they passed away. The outcome of the increased heart rate, dropping blood pressure, and inability to breathe on their own was unknown. It was not reported whether an autopsy was performed. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced weakness in their legs, fell, and broke their hip coincident with therapy for peritoneal dialysis (pd). The patient was hospitalized for the broken hip and had hip surgery. Two to three days after the surgery, the patient experienced peritonitis. The patient was given unspecified antibiotics for the peritonitis. The cause of the peritonitis was unknown. The patient had been experiencing heart problems for the last six months and experienced heart complications following the surgery. These complications were reportedly under control at the time of this report. On a later date, a stone was found in the patient's gallbladder. The stone was removed and the cause of the event was not reported. The patient remained hospitalized. Action taken with therapy was not reported. At the time of this report, the patient was recovering from the stone removal and broken hip. The patient had not yet recovered from the event of peritonitis.